Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, cracked battery door, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the damaged dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failed downstream occlusion calibration. The event was found during testing, there was no patient involvement.